Manufacturer narrative:
(B)(4). Batch # unk. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that post op of an unknown procedure, megadyne pad 0855cn left a red irritation perimeter line on the right leg of the patient. It is unknown how the case was completed, or if the case was completed with the same pad. It is unknown if there were any adverse consequences to the patient. No other details provided.